Event description:
It was reported that the ventricular lead exhibited noise, which inhibited pacing. The noise was reproducible through provocative arm movement testing. The patient was stable, but reported feeling sporadically unbalanced. The device was reprogrammed and the lead remained implanted. The patient would be monitored.

Event description:
New information indicated that during follow-up, the lead continued to exhibit noise. The device was reprogrammed and the patient was asymptomatic.

Event description:
New information indicated the lead continued to exhibit noise. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.